Event description:
User reports one pt sample with discrepant free t4 results. Initial result gave 26.2; repeat on same analyzer gave 28.1. Repeat on another analyzer gave 21.8. (No units of measure provided.) No info provided to determine if pt was adversely affected. If additional info is received, appropriate notification will be provided.